Event description:
It was reported that this was a venotomy closure of the right common femoral vein using two prostyle devices after an electrophysiology ablation procedure using an 8f sheath. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, inadequate blood flow was observed from the marker lumen of the first prostyle device. The suture was deployed; however, the suture came out with the prostyle device. A second prostyle was attempted; however, the same issue occurred. Inadequate blood flow was observed from the marker lumen, the suture was deployed but it did not capture the vessel. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient is stable. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Medical device problem code 2017 clarifier use after damage was added to capture use of device even though blood flow from the marker lumen was inadequate. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported malposition of the suture was confirmed a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted the electronic prostyle instructions for use (IFU), states: ¿verify marker lumen patency with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.